Manufacturer narrative:
D3 manufacturer email : (B)(4).

Event description:
It was reported that console issued error code 89 after trying to fire. Customer tried replacing the fiber, but console kept displaying the error, leading to the cancellation of the procedure. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.